Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user wearing a dexcom g6 continuous glucose monitor (cgm) experienced repeated ¿dosing stops soon¿ alerts, with the pump showing ¿start sensor¿ until the user re-entered the g6 sensor code and transmitter serial number and restarted the pump, after which the pump displayed ¿searching for transmitter¿ and proceeded to warm up, consistent with intermittent communication failure involving the cgm¿pump connection and related to the communication antenna/electrical interface. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem between the ilet and dexcom g6 consistent with intermittent communication failure, with the involved component identified as the antenna within the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.